Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones. Technical services referred the patient to their health care professional (hcp). The device remains in service. No adverse patient effects were reported. Additional information was received which reported the patient heard beeping tones again. The clinic confirmed the device was beeping because the system automatically selected a different sensing configuration due to oversensing and the tones was to alert the patient. The patient was evaluated in the clinic and troubleshooting was performed however, the interrogations could not be completed even after using two different wands and programmers. A magnet was then applied; however, there was no tones admitted. An attempt to interrogate post magnet reset was also unsuccessful. It was suspected the device is at end of life (eol). The plan is to continue to monitor and replace the system urgently as tachy therapy may not be available. At this time, the device remains in service. No adverse patient effects were reported.